Event description:
A report was received that the patient was having pain at her midline incision site and felt a burning sensation at the pocket site when the device was off. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and did well postoperatively. Additionally, the physician believed that the patient's nondevice related weight loss was a factor for reasons of the explant. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having pain at her midline incision site and felt a burning sensation at the pocket site when the device was off. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial / lot #: (B)(4) description: linear st lead, 50cm model #: sc-1110-02 serial / lot #: (B)(4), description: precision implantable pulse generator (ipg).